Event description:
It was reported that the atrial lead had an increase in impedance and then return to baseline and noise. The atrial lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).